Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a battery charging fault. There was no harm or injury reported. The device's power supply and battery board needs to be replaced to address the issue.